Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted the proximal section (bladder pigtail) was detached. The suture string was not returned for analysis. No other issues with the device were noted. The reported event was not confirmed, however; according to the analysis, the stent was detached at the proximal section (bladder pigtail), evidence that the stent was manipulated. The customer could have perceived the pigtail detached as a stent shaft break. Based on product analysis, it is possible that the failure found, bladder pigtail detached, is an issue that could have been generated by the user or due to the interacting of the device with the suture string. The most probable cause of those failures is adverse event related to procedure since it is the most likely that the adverse event occurred during the preparation and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureterolithotomy procedure, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the package, the suture string was pulled gently and the stent fractured immediately. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureterolithotomy procedure, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the package, the suture string was pulled gently and the stent fractured immediately. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.